Manufacturer narrative:
Refer to evaluation summary. (B)(4). It was reported that after an atrioventricular nodal ablation, when the grounding pad was removed, a burn on the patient's right lateral chest wall was noticed. The burn was a second to third degree burn that was 0.25% full thickness and approximately 2 mm in diameter with blister that was clear. Silvadene was administered to the patient and the patient was reported to be at home in stable condition. The size of the indifferent electrode used during the case was 7" by 4 1/2". Duration per ablation was minimum 110 seconds, maximum 120 seconds. The indifferent electrode was used in this case was (B)(4) lab with serial # (B)(4). After a follow up, it was stated that the customer did not believe the stockert had cause of the patient issues. They do not request fse support at this time. They also asked for a recommendation on pad to use with stockert and asked for documentation. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that after an atrioventricular nodal ablation, when the grounding pad was removed, a burn on the patient's right lateral chest wall was noticed. The burn was a second to third degree burn that was 0.25% full thickness and approximately 2 mm in diameter with blister that was clear. Silvadene was administered to the patient and the patient was reported to be at home in stable condition. The size of the indifferent electrode used during the case was 7" by 4 1/2". Duration per ablation was minimum 110 seconds, maximum 120 seconds. The indifferent electrode was used in this case was valley lab with serial # (B)(4).

Manufacturer narrative:
The concomitant product: celsius 4mm model# d-1198-06-s, serial # unknown, (customer disposed of). (B)(4).